Event description:
A customer in (B)(6) notified biomérieux of a misidentification of escherichia coli in association with vitek® 2 gn ID test kit (ref 21341), lot 2410027103. The vitek® 2 gn ID test kit identified the isolate from a stool specimen as shigella sonnei at 99%. Latex agglutination for shigella was negative; therefore, the customer sent the strain out for confirmation and received an identification of escherichia coli. The customer repeated the identification with two different media: bcp agar - shigella sonnei 99%. Cos agar - escherichia coli 99%. The customer reported no longer having the isolate to submit for evaluation. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a misidentification of escherichia coli as shigella sonnei in association with vitek® 2 gn ID test kit (ref 21341), lot 2410027103. The customer reported testing the strain from bcp and cos and incubated for 26 hours at 37c. Note the age of culture for the gn card is 18-24 hours so 26 hours is outside of culture requirements. The customer noted that the mis-identification occurred with bcp and correct identification was obtained with cos. The customer also remarked that e. Coli can be shigella latex positive however this should not occur. If the customer sees e. Coli positive for shigella latex, they should pursue that aberrant result with the manufacturer of that test. Two (2) lab reports were submitted with both showing an excellent identification of shigella sonnei. One lab report was noted the strain was set up from bcp while the other lab report was unclear which media was used for set up (could have been cos or cps). Both lab reports showed four (4) atypical negative reactions (ldc, ellm, dsor, phos) for an identification of e. Coli according to the gn knowledge base. A third lab report was submitted (noted set up from cos) showing an excellent identification of e. Coli. All atypical reactions were the same except ellm was positive. The customer also noted setting up three (3) additional patient isolates from bcp and cos and testing another lot of gn cards (2410162403) as well as the lot implicated in this complaint. However, results were either correct for e. Coli or low discrimination with shigella although more low discrimination calls occurred for bcp. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. Without the strain or raw data it's not possible to further evaluate the cause of the mis-identification. The gn lab report prints the message "confirm by serological tests" for any identification of shigella. The customer confirmed the identification by performing shigella latex and receiving a negative result and sent it to their reference lab. The vitek 2 gn lot # 2410078103 and 2410162403 met final qc release criteria and passed initial qc performance testing.